Manufacturer narrative:
Citation: g. J. Morgan, k. P. Mccarthy, e. Downs, and j. C. Love, ¿aortic sinus¿to¿rvot communication following harmony valve implantation ,¿ catheterization and cardiovascular interventions (2026): 1-5, https://doi.org/10.1002/ccd.70634. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who had undergone percutaneous pulmonary valve replacement with a medtronic 25 mm harmony valve. Ten days after harmony placement, the patient developed severe right heart failure with shortness of breath at rest and chest discomfort. As recounted, the patient was transferred to a congenital heart disease facility after several days of medical treatment. Shortly thereafter, diagnostic imaging found evidence of ¿a communication¿ between the right ventricular outflow tract (rvot) and the right coronary sinus, adjacent to the junction between rows 4 and 5 of the harmony valve frame, which was causing a shunt between the aorta and the right ventricle (rv). Additionally, there was no evidence of harmony frame malfunction, and the valve¿s position appeared appropriate with well-functioning leaflets. Emergent cardiac surgery was ultimately required, in which the following actions were performed: patch repair of the sinus rupture/shunt, explant and surgical valve replacement of the harmony, and suture closure of a separate ventricular septal defect that pre-dated harmony placement. The authors also described that a portion of the harmony valve frame was within the right coronary sinus, allowing flow from the aorta to the rv. However, causality was clearly addressed as follows: ¿despite multimodality imaging, the precise mechanism underlying this communication cannot be definitively established, and we recognize that erosion or perforation by the frame is a likely postulate and not definitive.¿ the patient spent several days in intensive care following the surgery but eventually did well.